Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Reportedly, a supply change was performed in order to resolve the occlusion issues. System check could not be performed as the occlusion alarms occurred in the past.